Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, inlet tubing and inlet tubing/connector segment were received for evaluation. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Evaluation revealed a separation in the cylinder 1 exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed this to be a separation within abrasion. Microscopic evaluation revealed surface abrasion on the cylinder 1 exhaust tubing. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the inlet tubing segment. No functional abnormalities were noted with the inlet tubing/connector segment. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubes were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the cylinder 1 exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the device tubing experienced a leak. Revision surgery was conducted to replace the tubing. No other adverse patient effects were reported.